Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; moisture in the battery compartment, damaged battery compartment with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: review of the black box data revealed records of pump rebooting. The battery compartment was confirmed to be cracked and moisture corrosion was confirmed in the battery compartment. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. The test battery cap fit securely to the pump. On investigation, the pump was exercised for 24 hours without any interruption in power. Leak testing revealed moisture ingress where the battery compartment was cracked. The pump was opened revealing moisture damage on the printed circuit board. Investigation did not duplicate the alleged intermittent power issue, but did confirm the reported battery compartment damage and moisture ingress.